Event description:
Approximately 24 hours following device implantation patient presented to local ER with acute chest pain, difficulty breathing, and hypotension. Patient underwent pericardiocentesis with improvement in hemodynamics. Patient transferred back to hospital where implantation took place; there patient underwent exploration from subxphoid approach. No blood was seen in pericardial space and device was left in place. Two days later pleural effusion was noted and patient underwent pleurocentesis. Discharged one week later in excellent condition without further recurrence of pleural or pericardial effusion. Serial echo and chest CT looked great with device in excellent position and no residual shunt.